Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. Treatment information was not reported. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. It was not reported if the patient was retrained on aseptic technique. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date in may 2015, the patient experienced peritonitis.this is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.